Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the mesher passed the sample graft mesh and the roller gear was worn. The roller gear was replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh taken from previously recovered cadaver skin. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm and no delay.